Manufacturer narrative:
Age, sex, weight and ethnicity: unknown/not provided. Date of event- unknown/not provided. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during cataract procedure the posterior capsule had a tear and a vitrectomy was required.

Manufacturer narrative:
H4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is 12/09/2017 additional information: a3 - 10/15/1953 date of birth and gender male b3 - date of event - (B)(6) 2021 section h6 coding type of investigation: 3331, 4109, 4110 investigation findings: 213 device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. H11 - patient's affected eye is right eye. The patient had sulcus intraocular (iol) lens implanted placed instead of toric iol. Patient's postoperative vision is 20/20 with correction.